Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during intraocular lens implantation surgery it was noticed that the lens was found defective, the haptic element in the container was torn off. Surgery was completed by using another iol (intraocular lens) without any patient harm. There was no patient contact with the suspect device. Current patient condition is satisfactory.